Manufacturer narrative:
Explanation: there was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor pulse delivery and ECG acquisition circuitry was fully functional. Device manufacture date: monitor - 03/21/2012; belt - 03/03/2014. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use (response buttons were pressed earlier in the detection sequence but not immediately prior to treatment delivery). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was supraventricular tachycardia (svt) rate above the prescribed treatment threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of thirteen shocks. A nurse reported that the patient was in the emergency room after having been treated by the lifevest. No further details surrounding the event were provided. Supraventricular tachycardia (svt) rate above the prescribed treatment threshold contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The response buttons were pressed earlier in the detection sequence but not immediately prior to treatment delivery. The response buttons functioned appropriately. The patient remained hospitalized and continued wearing the lifevest.